Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2: reference MFR. Report# 1627487-2018-06491. It was reported the patient was unable to increase amplitude. System diagnostics determined high impedances. The patient underwent surgical intervention wherein a fracture on one of the lead was observed. The lead was explanted and replaced which resolved the issue. Effective stimulation was restored postoperatively. It is unknown which lead is explanted. Therefore, explant date is reported on both of the leads.